Manufacturer narrative:
Date of event was reported as (B)(6) 2015.

Event description:
Information received from the patient reported that they had a chronic cough which they thought may be related to the implantable neurostimulator (ins) after having a "lung study." The patient stated that the chronic cough developed from dry air and they got a sinus infection with drainage. They were treated with an antibiotic but still had the chronic cough. The patient noted that they had phlegm and the issue was enough to keep them from sleeping. The doctor thought that maybe the phrenic nerve was involved which affected the diaphragm but after a breathing test they had on friday it was reported that it was not affected. It was also reported that the patient had a collapsed plate, that c3/c4 were displaced by 7 cm and 5 cm, had 2 ruptured discs the spine was severely out of alignment for which an MRI of the spine was needed. However, the patient stated that the "the only side effect that I've had attributed to the implant is a chronic cough" and it was reported that the MRI was not related to the device or therapy. In addition, the patient reported they needed an MRI of the head due to an aneurysm but this too was noted as not related to the implanted device or therapy. The indication for use for the implanted device was noted as spinal pain and head/neck (non-malignant). There were no further d etails, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be submitted.

Event description:
Additional information was received from the patient. It was reported that during the christmas holidays in 2015, the patient felt ill with a sinus infection. The cough had persisted ever since. It was noted that a CT of the sinus was clear/normal. Changes to allergy nasal spray were made with no effect. The chronic cough had not been resolved. The c3/c4 ruptures pressed on the patient's throat. Talking caused the cough to increase. A CT myelogram done on (B)(6) 2016 showed minor spinal stenosis. The patient would not have surgery to repair c3/c4 because of brain vascular problems.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.